Event description:
It was reported: pt had pain in right knee. Pt's first surgery was in 2001. Symptoms were pain and rash in right knee. Component had radiolucency and subsided. Upon removal anterior medial peg in b/p was exposed with severe bone loose.